Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to need for MRI and in order for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient also experienced a magnet dislodgement during an MRI (tesla strength not reported) resulting is no sound percept.